Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case. Reported to the FDA on april 27, 2015. Height: (B)(6) inches.

Event description:
The end user reported that her peristomal skin under entire wafer and mass became reddened and she experienced itching all over her body. Wafer was removed and end user did not use any further. She continues to use nystop and stomahesive powder to the area and it is improving. The end user further reported that she is still in the process of trying different products and informed that she does not use any adhesives when applying the flange and she only cleans the area then apply nystop and blots the area with coloplast. She reports she is experiencing redness and itching which she stated "I do not believe is yeast as it comes and goes". She is scheduled to see her wound ostomy care nurse (B)(6) 2015 for follow up.